Event description:
It was reported that during a surgical procedure on the jawbone, the drill bit broke. It was also reported that there were no adverse consequences or medical intervention required. It was further reported that there was no delay to surgery as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Both the drill bit and the broken piece subject to this investigation were returned for evaluation. It was visually confirmed that the drill bit had broken along the head. The returned drill bit was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.